Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. As received the monitor was unable to communicate with an electrode belt. Upon investigation, the monitor's electrode belt receptacle was broken from the monitor case, damaging internal wires. The root cause for the broken receptacle was unable to be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor's electrode belt receptacle was damaged.